Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record has been requested.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The manufacturing documents (DHR) were reviewed and no complaint related issues were found.

Manufacturer narrative:
A rapidsorb cranial clamp with the shaft broken was submitted for examination. The parts were subjected to macroscopic examination in the condition in which they were delivered. Since no indications of damage to the top and bottom disks could be detected, the main focus of attention was directed towards the broken shaft. There was uniform transparency over the entire length of the shaft. Approx. 2mm below the edge of the fracture, mechanically produced notches could be seen on one side on the wide area of the shaft of the longer fragment. The edges of the fracture extended outwards at different angles from the center of the shaft. In contrast, the edges of the fracture on the shorter fragment ran at right angles to the axis of the shaft. The typical characteristics of a shear edge were visible in both fracture areas. For carrying out the microfractographic investigations with the scanning electron microscope - sem/edx - both halves of the fracture were vapour-deposited with gold. Typical shear characteristics were present on the v-shaped severed surfaces. The shaft axis bore the signs of an object having been sheared off. The fracture surface areas caused by shear stresses displayed characteristics of a ductile failure - dangling threads. Typical shear characteristics were also present on the counter fracture area. The examination of the shaft which had apparently broken during the operation showed that it was not a fracture in the classical sense but that it had been severed/sheared off by a sharp instrument. The shear stresses caused by shearing off the shaft left behind localized areas of sheared-off material on the severed surface which exhibited the characteristic behavior typical of a tough and leathery component - dangling threads. In this particular instance it can be assumed that the damage was caused by severing with the application forceps.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a craniotomy with a patient presented with brain tumor, the rapidsorb cranial clamp. Another device was used to complete the procedure without further complications.